Manufacturer narrative:
(B)(4). The (B)(4) cartridge reload was received for analysis with no visual non-conformances and partially fired 1/16. It is possible that while loading the cartridge reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
It was reported that during a sleeve gastrectomy procedure, the green reload fired without staples. Unknown how case was completed. There were no adverse consequences for the patient.